Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Lead information: evoke 12c percutaneous lead kit - 60cm, model# - 103807, catalog# - 1008, lot# - 9017368108, UDI device identifier/eudamed ID -(B)(4). Basic UDI-di/eudamed-di - (B)(4). Medtronic anchor.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief and pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was completed to resolve the reported event. During the revision, it was noted that the lead was previously implanted with a non-saluda anchor and was not being retained by that device.

Manufacturer narrative:
Additional information: section d6b. - explantation date section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h10 - manufacturer narrative. Lead and anchor devices returned and evaluated by manufacturer. Lead mfg date - 07 may 2024. Expiry date - 01 aug 2025. The evoke closed loop stimulator (cls) was discarded. The cause of the pocket pain was not able to be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the evoke percutaneous lead was returned with a medtronic anchor. The lead passed visual inspection with no observed damage. The lead passed subsequent functional testing. Saluda representatives confirmed that the patient¿s original lead position was not known and that the non-saluda anchor component was not securing the lead. As the anchor component is intended to secure the lead positioning, it is likely that the reported change in stimulation occurred due to a change in lead positioning. The root cause of the lead not being secured by the anchor is not able to be definitively determined. The evoke scs system surgical guide details potential risks associated surgery and spinal cord stimulation including, "uncomfortable changes in stimulation (over and/or under stimulation)."